Manufacturer narrative:
Product ID: 3889-28, lot# v011634, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
It was reported that ¿the day of the accident¿ the patient was incontinent. The patient was referring to a motor vehicle accident she endured on (B)(6) 2012. The patient stated that every day after the accident she was urinating ¿twenty times a day, several times not making it to the restroom.¿ a letter from a manufacturer representative that the patient claimed to have stated that her device was checked on (B)(6) 2012. No signs of lead damage were found and a kidney-ureter-bladder (kub) x-ray on (B)(6) 2012 showed the device was in good position. The patient reportedly was unable to feel stimulation after the accident and after reprogramming on (B)(6) 2012 she was able to feel stimulation but had continued symptoms. The letter stated that ¿they were unable to directly show that the accident caused damage to the device.¿ it also reported that the battery was at end of life (eol) which ¿could also be causing intermittent sensation.¿ the patient claimed that the eol was not correct because of a ¿battery check 15-30 months.¿ it was not clear what this meant. The patient stated that her health care provider (hcp) wrote in his notes that ¿this was due to the accident.¿ it was later reported that the person the patient thought wrote the letter was actually a hcp. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).